Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 12.2 mmol/l and 3.2 mmol/l. Customer reported that he has 3 different vials of test strips (2 vial from the same lot). Customer is not sure which vial was used with each result. The patient experienced low blood glucose symptoms. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired.